Event description:
It was reported that the health care professional was updating a new pump and received an incomplete telemetry message, pump memory error, and unknown pump status. The programmer was turned off and on again and the pump was reinterrogated. The pump was noted to be in stopped pump mode. The hcp reprogrammed the pump and used a lead shield over the telemetry head when updating and got successful telemetry. It was also noted that there were sources of potential emi (electromagnetic interference) present; the patient was in a lead-lined room in (B)(6). The pump contained morphine.

Manufacturer narrative:
Concomitant medical products: catheter model #: 8709 lot# unk serial# (B)(4) implanted: (B)(6) 2003 explanted: unk; programmer 8840 lot# unk serial# unknown.